Event description:
The customer reported difficulty in performing demand mode pacing on a pt who was experiencing a code.

Manufacturer narrative:
The customer reported difficulty in performing demand mode pacing on a pt who was experiencing a code. On 9/18/2009 philips obtained further details about the event. The hospital biomed stated that during the event, the clinicians did not have the necessary leadset to perform demand mode pacing. The clinicians were able to find the necessary equipment, and perform pacing. There was no adverse pt impact. The mrx was evaluated and no trouble was found. There was no malfunction of the device. This is a user issue.